Event description:
Info rec'd indicates the plate that slides over the latch on the siderail is bent and preventing the siderail from locking into the upright position.

Manufacturer narrative:
The tech straightened the siderail latch plate to repair the bed.